Event description:
It was reported by the customer's mother, that the customer's insulin pump language setting changed to arabic, instead of spanish. It was also stated that when the customer pressed the act button, the display on the insulin pump went black and started counting up. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.